Event description:
Failure to alarm: pt with a transmetatarsal amp with renasys ez plus/foam applied post-op, pressure 120mmhg. One day post-op, staff nurse reported blood seeping out of dressing with no alarm.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez. This complaint was deemed inconclusive as the device was not returned for a technical evaluation after reporting this complaint. A complaint history review has not identified additional complaints against this device lot number (kpdb120440). Review of the device safety checks performed at ush shows the device was safety inspected two days after the reported complaint occurrence date ((B)(6) 2013) per the inspection procedure and the equipment passed testing. The device was then returned to service until the time of the next inspection. A possible root cause of blood seeping out of dressing with no alarm could be attributed to pooling of exudate or dressing saturation created by partial blockages. Typically partial blockages are caused by clotting at the head of the soft port or buildup of blood clots/exudate inside the wound filler (foam/gauze) and/or the soft port fluid handling pathway. In order for the blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded, if a ¿partial¿ blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. In regards to the leak alarm, the system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing in a rate greater than 3.5l/min. It is possible that thickened exudate in the tubing caused an occlusion and therefore, the air flow will not exceed the range in order to assert a leak alarm. The system was holding the negative pressure most likely as a result of a partial blockage and a leak not significant enough in order to the alarm. No further action is needed at this time, no injury or adverse clinical outcome to the patient was reported. It is recommended to return the device in order to rule out a pump malfunctioning. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.